Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565 zimmer.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565 zimmer

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 650-1067 cer option type 1 tpr sleeve +3 lot# 3031101, cat# 110010271 g7 osseoti multihole 66mm I lot#r3713970a, cat# 650-1058 cer bioloxd option hd 40mm lot# 2993794, cat#11-300817 arcos 17x150mm spl tpr dist lot#838140. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00476, 0001825034-2021-00479, 0001825034-2021-00499.

Event description:
It was reported the patient underwent a hip revision approximately 11 months post implantation due to an infection. No additional information.